Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control observed that all three icons were present and that the device would not power on when prompted. Physio-control was able to download the electronic records from the device for review. Based on the data available it was determined that the device had repeatedly power cycled, depleting the device's internal hybrid layer capacitor (hlc) batteries and charge-pak. The device had logged 3.4 hours of on time. Physio also performed an internal inspection of the device and no discrepancies were observed. Physio-control determined that the cause of the reported issue was repeated power cycling of the device.

Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display and would not power on when prompted. There was no patient use associated with the reported event.